Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), device dislocation ('malposition') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, flank pain, urinary frequency, dysfunctional uterine bleeding, migraine, vaginal discharge, dyspareunia, dysmenorrhea, incontinence and follicular cyst of ovary. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysuria, ovarian cyst, gastroesophageal reflux disease, asthma, nabothian cyst, vaginal discharge, conjunctivitis, right lower quadrant pain, dysfunctional uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy mestrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi condition"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, seizure, dyspareunia, female sexual dysfunction, gastrointestinal disorder, migraine, headache and nausea had resolved and the menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, device dislocation, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient needed for additional surgery. (Discrepancy in insertion date (B)(6) 2011, (B)(6) 2009) four coils were trailing from the right tubal ostial four coils trialing from the left tubal ostia. She received treatment for the following events seizures, malposition, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, uti, vaginal discharge, gi conditions, migraine, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Ultrasound scan - on an unknown date: multiple nabothian cysts of a small amount of fluid in the endocervical canal. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: seizures, malposition, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, uti, vaginal discharge, gi conditions, migraine, headaches and nausea was added. Treatment details added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), uterine perforation ('malposition / perforation uterus'), fallopian tube perforation ('fallopian tube perforation') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, flank pain, urinary frequency, dysfunctional uterine bleeding, migraine, vaginal discharge, dyspareunia, dysmenorrhea, incontinence, follicular cyst of ovary, pulmonary embolism, cholecystitis, eye operation and obesity. Essure confirmation test performed (B)(6) 2011. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysuria, ovarian cyst, gastroesophageal reflux disease, asthma, nabothian cyst, vaginal discharge, conjunctivitis, right lower quadrant pain, dysfunctional uterine bleeding and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), suprapubic pain ("suprapubic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("left lower quadrant pain"). In 2010, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), vomiting ("vomiting") and diarrhoea ("diarrhea "). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, seizure, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache and nausea had resolved, the fallopian tube perforation, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, dysmenorrhoea, suprapubic pain, abdominal pain, vomiting, diarrhoea, vaginal haemorrhage and abdominal pain lower outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, suprapubic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient needed for additional surgery. (Discrepancy in insertion date (B)(6) 2011, (B)(6) 2009). Four coils were trailing from the right tubal ostial four coils trialing from the left tubal ostia. She received treatment for the following events seizures, malposition, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, uti, vaginal discharge, gi conditions, migraine, headaches and nausea. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: CT abdomen and pelvis. Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion; on (B)(6) 2011: perforation (fallopian tube), perforation (uterus). Ultrasound scan - on an unknown date: multiple nabothian cysts of a small amount of fluid in the endocervical canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received : new events "suprapubic pain, dysmenorrhea, abdominal pain, vomiting, diarrhea, abnormal bleeding (vaginal), left lower quadrant pain, perforation uterus, fallopian tube perforation" medical history and concomitant drug,lab test added. On 24-feb-2020: pif received : no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), uterine perforation ('malposition / perforation uterus'), fallopian tube perforation ('fallopian tube perforation') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, flank pain, urinary frequency, dysfunctional uterine bleeding, migraine, vaginal discharge, dyspareunia, dysmenorrhea, incontinence, follicular cyst of ovary, pulmonary embolism, cholecystitis, eye operation and obesity. Essure confirmation test performed (B)(6) 2011. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysuria, ovarian cyst, gastroesophageal reflux disease, asthma, nabothian cyst, vaginal discharge, conjunctivitis, right lower quadrant pain, dysfunctional uterine bleeding and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), suprapubic pain ("suprapubic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("left lower quadrant pain"). In 2010, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), vomiting ("vomiting") and diarrhoea ("diarrhea "). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, seizure, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache and nausea had resolved, the fallopian tube perforation, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, dysmenorrhoea, suprapubic pain, abdominal pain, vomiting, diarrhoea, vaginal haemorrhage and abdominal pain lower outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, suprapubic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient needed for additional surgery. (Discrepancy in insertion date (B)(6) 2011, (B)(6) 2009). Four coils were trailing from the right tubal ostial four coils trailing from the left tubal ostia. She received treatment for the following events seizures, malposition, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, uti, vaginal discharge, gi conditions, migraine, headaches and nausea. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: CT abdomen and pelvis. Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion; on (B)(6) 2011: perforation (fallopian tube), perforation (uterus). Ultrasound scan - on an unknown date: multiple nabothian cysts of a small amount of fluid in the endocervical canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.